Event description:
Reportedly, following a surgery, the pacemaker could not be interrogated anymore: in addition, no magnet response was observed. The pacemaker was replaced and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.